Event description:
It was reported that during puncture for PICC catheter placement, the clinical nurse found that the guide wire could not pass through the micro-introducer. After two consecutive replacements of the introducer kit from the same batch, the third one passed through the introducer successfully so that the subsequent placement of the catheter was done. Catheter placement took so long that the patient was agitated. Both the patient and nursing personnel expressed unsatisfaction. (B)(6) 2023 it was found during an investigation of 2 devices that the guidewires revealed the coil wires to be deformed and disjointed. This report addresses the second device.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to pass the guidewire through the sheath is confirmed but the exact cause remains unknown. Two guidewires and a product label indicating lot: regr1679. Both guidewires were found to contain deformation at the proximal end. The weld tip between the core wire and coil wire appeared to be intact. Microscopic inspection of the damaged sections of the guidewires revealed the coil wires to be deformed and disjointed. Both of the guidewires contained a protruding section of the coil wire. Based on the information provided, possible contributing factors include damage during handling. Since the deformation present on the guidewire likely contributed in being unable to pass through the sheath, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal evidence to indicate a manufacturing related root cause. H3 other text : evaluation findings are in section h11.